Event description:
It was reported that after pre-drilling, the anchor was punched in and when removing the handle a piece of the shaft broke and had to be removed. When removing the handle shaft, it became stuck to the bone and a piece of the shaft broke off. To remove the broken piece of shaft, they had to remove a piece of bone. Surgery was finished well at the end.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specification as received. The evaluation revealed that the returned driver's distal tip is broken-off at the suture hole area. Complainant's event was most likely caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.